Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. When the cutting knife was extended from the tube, it was confirmed that the coated portion of the wire was torn, and the shape of the distal end appeared to have been melted and burnt. The needle length of the device was measured. It was confirmed that 3 mm of the cutting knife was missing. The broken cutting knife was not returned to us. The missing part of the cutting knife inside the tube could not be found. The outer diameter of the wire was measured. The result indicated no abnormalities. The cutting knife was bent. Resistance was felt when the cutting knife was extending from the tube. Other abnormalities were not found in the device. The manufacturing record was reviewed and found no irregularities. The cutting knife that was extending from the tube was in contact with the scope¿s biopsy valve or the forceps elevator. This might have caused the cutting knife to bend and tear of the coated portion of the wire. Based on the confirmation result and the investigation result in the past, it can be inferred that an electrical discharge occurred during the tissue incision due to the following mechanism causing the cutting knife to become hot. As a result, the cutting knife broke. However, the exact cause of the reported event could not be determined. The output setting was high. The activation time was long. The cutting knife was not kept moving. The contact length between the tissue and the cutting knife was short. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the distributor that using the subject device, the operation of the knife was heavy and the knife was broken when the user extended it from the tube. There were no fallen fragments inside the patient. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2021, olympus medical systems corp. (Omsc) found that the coated portion of the wire was torn, and the shape of the distal end appeared to have been melted and burnt, and that the cutting knife was partially missing.